Manufacturer narrative:
Continued e1 phone number: (B)(6); fax number: (B)(6). A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: intracapsular rupture.

Event description:
Physician reported left side intracapsular rupture with "multiple folds" diagnosed by MRI. The device has been explanted.

Event description:
Physician reported left side intracapsular rupture with "multiple folds" diagnosed by MRI. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture-breast: observed, one opening assessed as fold flaw opening. ¿ crease/folding of implant-breast: observed, fold creases. As per the investigation procedure non-penetrating nick and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported, left side intracapsular rupture. With "multiple folds". Diagnosed by MRI. The device has been explanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified. Crease/folding of implant: creases observed, on the device. Rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required, as no manufacturing issues are observed. Peer/ supervisor reviewer.